Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section h9: 806 number 8020893-03142022-01-c this report is being submitted as part of remediation activities associated with CAPA#643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are not reported as mdrs; this is not a new malfunction/event. H3 device evaluation summary: reportability reassessed based on the 806 report submitted to the FDA. Medtronic conducted an investigation based upon all information received. It was reported that the alarm on this 980 ventilator gra phical user interface (gui) remained green and the alarm did not sound even though it was in an alarm status the service personnel (sp) inspected the ventilator and found background codes in logs but could not duplicate the reported event. The background faults listed do not generate an alarm by design. There is no evidence that the ventilator did not alarm. The cause of the event could not be determined. This event is in a scope for fca z-0966-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, the alarm on this 980 ventilator graphical user interface (gui) remained green and the alarm did not sound even though it was in an alarm status. There was an alarm when it was shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. The background faults listed do not generate an alarm by design. There is no evidence that the ventilator did not alarm.